Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer treated low blood glucose with glucose tablets so customer¿s current blood glucose as 130mg/dl. Customer also reports sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 210mg/dl and the sensor glucose was 140mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.